Event description:
The fe reported that there was a saturation fault error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator drive was evaluated and replaced. A complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.